Event description:
System malfunctioned while out on a pt. The pt's mother stated "the end of the machine was melted and burnt." When machine was picked up, the part that had melted was the end of the fiberoptic panel where it plugs into the unit itself.